Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 202,678 joules of use. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient".

Manufacturer narrative:
The device code (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.